Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system leaked clenz (cleaning agent) in the drain pan area of the instrument. The leak was contained within the instrument. The operator was wearing eye protection, gloves, and a lab coat at the time of the event. There was no injury or exposure, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated. Bec field service engineer (fse) performed service remediation by replacing nrbc, differential and reticulocyte mix chambers with the newly designed mix chambers with enlarged drain ports. The fse replaced sample lines from the mix chambers to air mix temperature control (amtc) module. Service activity performed was verified per established procedures and the results met published performance specifications.

Manufacturer narrative:
Result: mixing chamber drain. (B)(4).